Manufacturer narrative:
The reporting become aware date has been corrected from 5/20/2024 to 5/15/2024.

Manufacturer narrative:
Received three used b55005 extension set w/4 gang 1o2 manifold w/baseplate for inspection. One of the returned samples had fluid residuals outside of the fluid path at the green port female luer. No mating devices were returned for inspection. The returned used b55005 was functionally tested and met product performance expectations without leaking past the side port valves. The reported complaint can be confirmed based on the fluid residuals observed. The probable cause is unknown. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a 14" (36 cm) ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where it was reported that the blood backed up into the manifold and started to leak from the green port. When the line was flushed to the patient, there was no leaking of any of the ports. The continuous infusion was changed to a different port and there were no further issues. There was patient involvement however, no patient harm and no delay in therapy.

Manufacturer narrative:
The reporting become aware date has been corrected from 5/15/2024 to 5/20/2024. D4: only di provided as lot number is unknown.